Event description:
It was reported that alarm code ¿5¿ was noticed in a flogard infusion pump. It is unknown during which step in use the reported condition occurred. There is no report of patient/user injury or medical intervention was needed in association with this event.

Manufacturer narrative:
(B)(4). The actual device was evaluated at the customer site. According to the alarm history review, there was no evidence of the reported problem. No defect was observed during visual inspection and functional test. The reported condition was not confirmed. Service history review will be performed. Should additional relevant information become available, a supplemental report will be submitted.